Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system would not boot up. No patient injury was reported.